Event description:
The manufacturer received information regarding a dreamstation device. The patient alleges dry mouth, dry cheeks, and sore throat while using the device. The patient saw an ent doctor and was diagnosed with acid reflux. Medical intervention included surgery on the esophagus. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.